Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Taken a gulp of the liquid where she had the tablet [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega pro guard retainer) tablet (batch number ce1639, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started corega pro guard retainer. On an unknown date, an unknown time after starting corega pro guard retainer, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega pro guard retainer was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega pro guard retainer. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received by call center representative via phone on 10-aug-2021. The consumer reported that, "a female consumer called saying that she uses corega to clean her prosthesis. She told me that she has taken a gulp of the liquid where she had the tablet without realizing it and she wants to know if something could happen to her. She informs me that it is about the cleansing tablets corega pro guard and retainer (corega ortodoncias y férulas). This is a sample of 6 tablets received from her dentist-she always has a glass of water on her nightstand. She had previously taken a pill to protect her stomach and she took the gulp without realizing it. She wanted to vomit but it was already inside. After that she drank 2 glasses of water in a row to be able to remove the liquid. She agrees to be contacted by the pv department. The consumer only told me the figures that appear in the lot number. She told me that she doesn't have an expiration date on these". Follow-up information was received on 19-aug-2021. The consumer reported that "after informing the patient of the purpose of the call, she begins to say that it does not make sense because it has been a week and no one has contacted her, and she could be buried and with dried flowers. She says that she is upset because as it did not seem a serious case to us we have not given it importance and she has been a few days bad and afraid that something could happen to her. She says that she asked her dentist for information, who confirmed that there was nothing wrong for having drunk the liquid where she kept the corega tablet. She did not want to give the doctor's details because she says that there is no longer any point in following up this case, everything is solved and closed, according to her". Spanish narrative: información de seguimiento recibida: tras informar al paciente del objetivo de la llamada, empieza a decir que no tiene sentido porque y ha pasado una semana y nadie se ha puesto en contacto con ella, y podía estar enterrada y con las flores secas. Dice que esta disgustada porque como no nos parecía un caso serio no le hemos dado importancia y ella ha estado unos días mal y con miedo a que le pudiera pasar algo. Dice que pidió información a su dentista, quien le confirmó que no pasaba nada por haber bebido del líquido donde guardaba la pastilla de corega. No ha querido dar los datos del médico porque dice que ya no tiene sentido hacer seguimiento de este caso, esta todo solucionado y cerrado, según ella.